Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod. Symptoms reported include hyperglycemia. As treatment, the patient had administered a bolus as well as 8 units of insulin manually. Once at the hospital the patient was unsure if they were wearing the pod. The hospital treated the patient with intravenous fluids as well as insulin. The patient was discharged from the hospital after 4 days.